Event description:
It was reported that the patient was hospitalized on (B)(6)2025 at belinson hospital due to diabetic ketoacidosis (dka). It was noted that the patient lost consciousness due to the elevated blood glucose levels and an ambulance was called. According to a test by the medical team, the patient's blood glucose level was about 650mg/dl. The pod was worn between 5 and 24 hours on the abdomen. Symptom reported include hyperglycemia, vomiting and a high fever. At the hospital, treatment was not provided, but their basal program was adjusted. The patient was discharged on (B)(6)2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a failure of the device¿s ability to deliver insulin. Fluid path testing showed that fluid was able to pass out the distal tip of the soft cannula. No timeouts or drive stalls were observed in the data that would indicate a failure to deliver insulin during operation.